Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the priming issue and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to place a new impella cp device. The patient survived the procedure.